Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in high ventricular rates were observed on the right ventricular lead. No patient symptoms were reported. The noise could not be reproduced. Device reprogramming was performed.